Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for plunger difficult to move due to unknown lot number.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced difficult plunger movement during use. The following information was provided by the initial reporter: I am a dermatologist, I use bd ultra fine syringes to apply botulinum toxin for a long time and currently I have observed that the syringes no longer have the same quality, the plunger locks as I have to control the quantity to be injected, I am insecure in continuing using the mentioned syringe, I am grateful for the attention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced difficult plunger movement during use. The following information was provided by the initial reporter: I am a dermatologist, I use bd ultra fine syringes to apply botulinum toxin for a long time and currently I have observed that the syringes no longer have the same quality, the plunger locks as I have to control the quantity to be injected, I am insecure in continuing using the mentioned syringe, I am grateful for the attention.